Manufacturer narrative:
The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2019-04019. It was reported the patient undergoing an scs trial complained his scs stimulation was uncomfortable. A company representative advised the patient to turn their stimulation strength down and the patient stated the stimulation was no longer uncomfortable. The representative followed up with the patient a couple days later and the patient reported their stimulation was fine, but they were now feeling lethargic. The patient was instructed to contact their physician. The patient visited with his physician who instructed the patient to go to the ER. The patient reported blood clots were found. Subsequently, the patient's scs trial leads were removed. The patient is now an inpatient.